Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech has committed to remediating 3 years of complaints (2017-2020) and a portion of complaints from 2013-2017. This MDR is being submitted as part of that remediation. This issue was investigated under a CAPA, an engineering intake form was filled out as the investigation. A full product evaluation was not needed in this case as the investigation was documented in the CAPA. The broken tibial tamp was likely the result of excessive force being applied upon removal which led to a brittle fracture. The design of the device has been updated after the manufacture date of this serial number to include a blend radius on the underside of the lip where the fracture occurred. This blend is intended to aid in distributing the applied force through the shaft of the device, minimizing the force concentration at the lip. An investigation was conducted under CAPA(B)(4) the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. Revision a of the tibial tamp head has a sharp corner present that could create a stress concentration that contributes to the breakage of the device. The surgical technique instructs that use of the extraction lever and "mauldin multi-tool" should be used to extract the tibial tamp head from the bone. The surgical technique does not specifically state that the surgeon should not hit the tamp handle/guide backwards (retro-grade) to remove the tamp assembly from the bone. As a correction, exactech has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. Additionally, the design of the device was modified to add a radius to where the sharp corner was located, to reduce the stress concentration. The CAPA investigated complaint data to compare occurrence rate of device fractures for revisions a and b of the tibial tamp head. There were no complaints for device fracture for rev. B of the tamp head at the time of the investigation indicating a lower occurrence for device fracture and improved effectiveness. IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. Optetrak operative guide states: the tamp should be ejected from the proximal tibia by squeezing the release lever. If the tamp guide does not disengage from the tibia with the release lever, a mauldin multi-tool can be used to disengage it by inserting the small stud on the end of the mauldin multi-tool into the hole in the handle of the tamp, then rotating the mauldin multi-tool to loosen the tibial tamp. Do not hit the tamp in retrograde. Hitting the tamp in retrograde can result in breakage of the instrument. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (B)(4) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to suggest that the reported event is related to any manufacturing issues. An investigation was conducted under CAPA(B)(4) the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. No additional information is available from the reporter related to this event.

Event description:
"The tamp heads assembled properly to all of the other tamp guides except the returned device. The head seemed to be engaged on the tamp and would allow it to punch through but then became stuck when the release handle couldn't grab and extract it. The tamp was assembled intraoperatively. An osteotome and vice grip was used to extract tamp from the bone. There was a slight delay of 2-3 minutes to manually extract the fit punch from bone. The outcome was the patient had a successful total knee replacement. There was no adverse outcome to the patient due to the delay of extracting the tamp. The setting of the tamp guide during the time of the issue was believed to be set on a 4, it was able to be pulled off manually at different settings." Sales rep is no longer listed as an agent for exactech. No additional information is available to further investigate this event.